Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm and experienced high blood glucose event. Customer stated that he woke up with a high blood glucose of 420 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 400 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues and device settings.. Unable to perform high pressure test due to no tubing clamp available. Customer also reported to have received a motor error alarm. Customer stated that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no motor error alarm during testing. The device passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address label, stained serial number label and stained end cap sticker.